Event description:
The following has been reported: initially tubing set alarm, then pump problem alarm after reboot. No patient harm. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3) . An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Upon investigation, the pump was flagged for a valve 3 leak. Pump had its software updated to new version. Pump was able to run final acceptance test and was reverted to manufacturing mode to test functionality of pneumatics. Functionality testing was passed. Updated software has fixed most problems of leaks including this pump. Pump will be sent to repair for all functional testing. The complaint was not confirmed because pump had software update that fixed issue.